Event description:
It was reported that material separation occurred. Obsidio was selected for use in the splenic artery. During the procedure, obsidio was delivered using the standard technique. Obsidio began to fill the nest of the 8x40 non-boston scientific coil and proceeded to fill the vessel proximal to the coil. The next morning, a computerized tomography (CT) scan identified fragments of obsidio that traveled beyond the coil and distal into the spleen. No additional actions were required. There were no patient complications and the patient was in good condition post procedure.